Event description:
It was reported that the patient was found with foley catheter out in diaper. Stated that the catheter was intact and the balloon deflated. The balloon had a vertical tear extending the entire length of the balloon. Also stated that the catheter was in place for approximately 10 hours and the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the patient was found with foley catheter out in diaper. Stated that the catheter was intact and the balloon deflated. The balloon had a vertical tear extending the entire length of the balloon. Also stated that the catheter was in place for approximately 10 hours and the catheter was replaced.